Manufacturer narrative:
Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a shelf carton for bd pen needles from lot# 1027018 were provided. The customer reported difficulties in inserting into the skin and some did not eject the liquid. The photos were examined, and it was observed that only the front and back of the shelf carton was visible. No pen needle samples were shown in the photos, therefore, no defects could be determined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that while using bd ultra-fine¿ pen needle with easyflow insulin did not flow. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that she applies insulin to her child and to all the boxes she acquired from bd caused difficulties in inserting into the skin and some did not eject the liquid. She did not inform the old batches, only the current one, as she reported that many (around 10) needles caused the mentioned problems, but she was unable to inform for sure how many caused each problem. Caregiver makes the rotation. She does not reuse needles. Performs flow test before application.

Event description:
It was reported that while using bd ultra-fine¿ pen needle with easyflow insulin did not flow. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that she applies insulin to her child and to all the boxes she acquired from bd caused difficulties in inserting into the skin and some did not eject the liquid. She did not inform the old batches, only the current one, as she reported that many (around 10) needles caused the mentioned problems, but she was unable to inform for sure how many caused each problem. Caregiver makes the rotation. She does not reuse needles. Performs flow test before application.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-31. Investigation summary: customer returned (1) loose 32gx4mm bd pen needle without a tear drop label attached, and provided 2 photos displaying shelf carton information for bd pen needles from lot# 1027018. The customer reported difficulties inserting into the skin, and some [pen needles] did not eject the liquid. The returned pen needle was examined, then tested for visual inspection of point geometry, outer diameter (od) and lube coverage, and the following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): the pen needle exhibited good point geometry, sufficient lube coverage, and fell within od specification, measuring at 0.0092¿. The sample was then tested for flow using a test pen injector, and it was observed that the pen needle was able to expel properly. No defects were observed on the returned sample. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that while using bd ultra-fine¿ pen needle with easyflow insulin did not flow. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: customer informs that she applies insulin to her child and to all the boxes she acquired from bd caused difficulties in inserting into the skin and some did not eject the liquid. She did not inform the old batches, only the current one, as she reported that many (around 10) needles caused the mentioned problems, but she was unable to inform for sure how many caused each problem. Caregiver makes the rotation. She does not reuse needles. Performs flow test before application.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.